Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The clinic plans to continue monitoring the patient. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that shock impedance measurements were greater than 125 ohms, pacing thresholds had increased, and the r wave measurements had decreased. The rv pacing impedance measurements were stable. Troubleshooting was performed which did not identify an obvious lead issue. It was noted this issue was most likely due to calcification around the shocking coils; however, this was not confirmed. No interventions or actions were taken. No adverse patient effects were reported. The lead remains in service.